Event description:
It was reported that the patient had a history of sporadic occurrences of noise on the right atrial lead. The noise could be reproduced with pocket manipulation. The lead was explanted and replaced during device change out procedure. The patients condition was stable post procedure.

Manufacturer narrative:
(B)(4).